Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4) ¿ the dentist reported that 3 years after the dental implant was installed in intraoral region 15#, its loss of osseointegration was observed. In addition, 18ncm of primary stability was achieved, the patient presented insufficient bone quantity/quality (bone type iii) and immediate implant procedure was performed.